Manufacturer narrative:
The date of the event was reported as an unknown date in 2017. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the one-link non-dehp standard bore catheter extension set leaked. The one-link set disconnected and the leak was observed at the hub of the catheter. It was reported the clinician was not utilizing the proper technique for connecting the administration set with the retractable collar. The staff was in-serviced on the importance of connecting with the stem first then engage and lock collar. There was no report of patient injury or medical intervention associated with this event. No additional information is available.